Event description:
It was reported that during the prepping stage of an inflatable penile prosthesis (ipp), the scrub tech and physician tried to deflate the cylinders numerous times. They indicated they would normally feel a vibration when the deflate button was pressed but they could never feel said vibration with this device and they needed to hold the button for the cylinders to deflate. They opted to open a different ipp and implant it. The patient was said to be good following the procedure.

Event description:
It was reported that during the prepping stage of an inflatable penile prosthesis (ipp), the scrub tech and physician tried to deflate the cylinders numerous times. They indicated they would normally feel a vibration when the deflate button was pressed but they could never feel said vibration with this device and they needed to hold the button for the cylinders to deflate. They opted to open a different ipp and implant it. The patient was said to be good following the procedure.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. Product analysis was unable to confirm the reported events related to deflation and mechanical issue. The ams700 ipp cylinders were visually inspected and functionally tested. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The pump performed within specification. Product analysis was unable to confirm the reported events. Based on the results of this investigation, no escalation is required.